Event description:
It was reported that the device displayed an alarm, it was not possible to track the type of alarm being displayed but the customer believes that it was most likely a blockage or canister full alarm. The dressing and canister were changed with no effect on the alarm, changing the pump fixed the problem.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, therefore a relationship between product and the event reported was not established. Probable root cause was not confirmed but may include a damaged or failed software, mechanical or electrical component. A review of the manufacturing records gave no indication that the product failed to meet specifications upon release to distribution. Complaint history review for three years prior indicated similar allegations for the failure reported. Smith and nephew will continue to monitor for adverse trends relating to the reported allegation. No further actions deemed necessary.